Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had been hospitalized twice while wearing the pump. The first time he was in the hospital for a blood glucose level of 525 mg/dl. The second time was two weeks ago with a low blood glucose of 50 mg/dl. The customer is not sure what caused the lows, but after the ambulance took him to the hospital he treated his hypoglycemia with food. Troubleshooting was declined for his high and low blood glucose levels since he plans to see his endocrinologist about the insulin pump. No products were shipped or returned.